Event description:
The complaint is classified based upon information the patient/layperson gave to a customer care advocate, cca, on may 29, 2008. Because this senior medical affairs specialist has been unable to reach the patient, a follow-up letter has been mailed. The patient alleged that on six days prior to original date in the evening, he obtained the apply sample prompt when testing. The patient then reportedly took his usual regimen of metformin and glyburide tablets. After the reported issue began, the patient allegedly became tired, thirsty and began urinating frequently. Reportedly, he received no medical intervention. The cca replaced the products when unable to resolve the issue. Because the patient developed symptoms after the issue began that can be associated with hyperglycemia, the complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.